Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. Data analysis indicated that the power consumption of this device has been steadily increasing, and it is expected to continue to increase, indicative of premature battery depletion. Device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received, this pacemaker was explanted due to code 1003. A new pacemaker was successfully implanted. No additional adverse patient effects were reported. This device has not returned for analysis.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. Data analysis indicated that the power consumption of this device has been steadily increasing, and it is expected to continue to increase, indicative of premature battery depletion. Device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service.